Event description:
Customer reported to beckman coulter inc (bec) that they replaced the wick and noticed that cap piercer wash station of the unicel dxc 600i synchron access clinical system began to overflow on every second prime. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) inspected the cap piercer and found that there was a piece of the wick stuck in the drain line to the cap piercer. The fse removed the piece of wick and pierced several caps without error.

Manufacturer narrative:
(B)(4).